Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic attachment is broken. There was no patient involvement reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic attachment is broken. There was no patient involvement reported. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the fiber optical socket, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic attachment is broken. There was no patient harm reported.